Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, via sales representative left side rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: deflation.

Event description:
Healthcare professional later reported while removing implants, doctor discovered a presence of green fluid building up around where the implants were places. Hcp states it was getting darker. Un-reporting rupture, adding deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ crease / folding of implant: observed. ¿ deflation: observed opening device assessed as surgical damage. As per the investigation procedure crease wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or changed data: b.5, d.9, h.3, h.6

Event description:
Sales rep reported left side rupture. Healthcare professional later reported while removing implants, doctor discovered a presence of green fluid building up around where the implants were places. Hcp states it was getting darker. Additionally, healthcare professional reported "deflated, folded with yellowish greenish fluid". Device has been explanted.